Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No bolus history anomaly was noted.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer also stated that the insulin pump has not been delivering some of the boluses that he's programmed to deliver. The customer felt uncomfortable with the insulin pump and wanted it replaced. Nothing further was reported.